Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 273 and 385mg/dl. The customer's expected fasting blood glucose test result range is 150mg/dl. The customer reports symptoms of feeling tired, sore, lethargic and experiencing a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 140 and 127mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is approximately 2-3 days ago. The meter memory was reviewed for previous test result history: (B)(6). Customer calling for (B)(6) daughter. Customer is concern with the meter giving erratic blood results. Customer states that the meter have been working fine until today. Customer states that she using an insulin pump. Customer is feeling tired lethargic, sore and she have a headache. Customer thinks she is feeling this way because of the meter not giving the correct blood glucose result and she is taking the correct insulin. The pump is giving her more insulin because of the result she is getting from the meter, she does not know what the actually results should be. Customer states that she run control solution test and she got erratic results that as well. 43, 217 and 111mg/dl. I was able to verify that customer was using a competitor control solution. Customer normal glucose range is 150mg/dl and she test 7 times a day taking insulin.